Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the target lesion. The 4.0x12mm omega stent was introduced to treat an unspecified coronary target lesion but despite attempts the stent could not cross the lesion and was withdrawn. A 2.5x12mm omega stent and a 2.5x16mm omega stent were implanted. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: an inspection of the returned device revealed the balloon was tightly folded with the stent secure on the balloon between the markerbands. The first row of struts on the distal end of the stent was bent, flared and overlapping. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).